Event description:
It was reported that following a recent implant, inappropriate capture was observed on the right atrial (ra) lead on a secondary channel. Dislodgement of the ra lead was confirmed. The patient was awaiting re-operation for repositioning of the ra lead. The patient was stable.

Event description:
New information received notes the atrial lead was re-positioned on 11 aug 2023 . The atrial lead remained implanted. The patient was stable before, during and after the procedure.